Event description:
It was further reported that the sensitivity on the ipg was adjusted and it remains in use.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) pacing pauses. It was noted there were missing ventricular paces approximately every hour observed on holter monitor printout. (B)(4).

Event description:
It was reported that the patient had been experiencing palpitations. The patient then wore a holter monitor which showed that the implantable pulse generator (ipg) exhibited ventricular loss of capture multiple times. The ipg remains in use. No further patient complications have been reported as a result of this event.